Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. H6: suggested component code: mechanical (g04) ¿ stem. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip revision approximately 8 days post-implantation due to unknown reasons. Due diligence is complete as multiple attempts were made; however, it was confirmed that no further information could be provided.